Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the patient. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00919; 0001822565 - 2020 - 00920.

Event description:
It was reported that patient underwent a left hip revision approximately 10 months post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a left hip revision approximately 10 months post implantation due to severe pain. The patient was noted to have very poor bone quality. During the procedure, the acetabular shell was noted to be loose with inadequate osseointegration. One of the screws was noted to have pulled through the shell. Metallosis was debrided from the joint and the head, liner, and shell were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: 00620005422 ¿ trilogy cup ¿ 63295722 00771100520 ¿ m/l taper stem ¿ 62107673 00630505036 ¿ xlpe liner ¿ 63357502 an updated investigation is in process. A follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01282.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient was revised due to pain. During the procedure, metallosis was noted on the back border of the greater trochanter near the sutures. Clear yellow fluid with some metal debris was present. The acetabulum was found to be loose with only fibrous ingrowth and no bony ingrowth. One of the competitor¿s bone screws had passed through the cup. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.